Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 241mg/dl. The customer's expected fasting blood glucose test result range is 90 to 100mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification. The test strip lot manufacturer's expiration date is 03/28/2018 and open vial date is (B)(6) 2017. The meter memory was reported for previous test result history: true metrix air 241mg/dl on (B)(6) 2017 12:00 pm fasting. True metrix air 138mg/dl on (B)(6) 2017 12:00 pm fasting.